Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the patient-end of an access set's IV tubing was broken. This event was resolved by replacing the IV tubing and restarting the infusion. The reporter stated that solution leaked onto the patient's gown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.